Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
During basic training on the alinity I processing module, it was demonstrated and practiced the replacement of the level sensor for the diluted wash buffer. When the customer was disconnecting the inlet tube to the level sensor, a drop of diluted wash buffer landed on the left cheek of the customer. The customer rinsed off the cheek with water and no additional medical treatment was received. The customer was wearing gloves, lab coat, and lab goggles during the time of contact with the diluted wash buffer. There was no additional impact to patient management or user safety reported.

Event description:
During basic training on the alinity I processing module, it was demonstrated and practiced the replacement of the level sensor for the diluted wash buffer. When the customer was disconnecting the inlet tube to the level sensor, a drop of diluted wash buffer landed on the left cheek of the customer. The customer rinsed off the cheek with water and no additional medical treatment was received. The customer was wearing gloves, lab coat, and lab goggles during the time of contact with the diluted wash buffer. There was no additional impact to patient management or user safety reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for splashing as described in this complaint. Additionally, review of complaint and trending data associated with the alinity I concentrated wash buffer, lot 66268fz01 did not identify an increase in complaint activity. A review of the manufacturing data did not identify any nonconformances or deviations associated with the complaint lot 66268fz01 and complaint issue. A review of labeling adequately addresses the customer¿s issue. Based on the investigation, alinity I processing module, serial number (B)(6) and alinity I concentrated wash buffer reagent lot 66268fz01 are performing as intended, no systemic issue or product deficiency was identified. Section h4 - device mfg date - updated to 12/12/2018.